Event description:
Reporter indicated that vns pt had passed away. The pt had recently been hospitalized for two days due to nausea and vomiting. The pt also complained of some abdominal crampiness. A new medication (keppra) was added to the pt's drug regimen approximately two weeks before and the pt was already using depakote, topamax and lamictal. The pt had reportedly had problems with recurrent seizures, prompting the addition of keppra. Treating physicians at time of hospitalization believed that the nausea and vomiting may have been due to excessive levels of at least one of these medications. The pt was admitted with treatment plan of IV fluid hydration, avoidance of medications for 24 to 48 hours and allowing pt to go home on depakote, topamax and lamictal with keppra being withheld. In the course of pt hosp stay, IV fluids were provided and the pt improved. The pt was discharged with either some musculoskeletal pain or premenstrual type pain that was believed to be the reason for pt cramps. At the time of discharge, the pt indicated that the cramps were greatly reduced. The pt seemed comfortable at the time of discharge. Two days later, the pt began seizing. The pt's family member swiped the device with the magnet, aborting the seizures, but the pt began seizing again after a short while. The pt's family member swiped the device with the magnet again, aborting the seizures, but again the pt resumed seizing after a short while. Ems was called to the pt's home and it was reported that the pt was blue when they arrived. Ems defibrillated and transported the pt to the hosp, but pt was pronounced dead on arrival. The pt's family has refused an autopsy. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. The pt had reportedly experienced a >50% decrease in seizures with the vns therapy. The pt was receiving vns therapy at the time of death. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.